Event description:
It was reported that during device upgrade, because of high pacing threshold the chronic right ventricular (rv) lead was used as the pace/sense lead. It was reported that on followup there were artifacts (noise) in the ventricular sense episodes. There was also a patient alert. During a scheduled lead revision, after connecting the lead to the device there was high high voltage b (hvb) impedance. The connector was cleaned and the connection was checked. Nothing unusual was noted. The device was explanted and replaced and the impedance was acceptable. The pace/sense lead was capped and a new right ventricular lead was implanted. Review of the electrocardiogram (egm) revealed fracture of atrial and ventricular channels on the device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. We did receive performance data collected from the device and have analyzed the data. Seven ventricular nonsustained tachycardia episodes of less than or equal to 190 ms occurred between (B)(6) 2011, 15:30:01 and (B)(6) 2011, 19:49:33. A patient alert for lead failure predictor occurred on (B)(6) 2012, 15:31:58.